Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular channel of the pacemaker and right ventricular (rv) lead exhibited noise over-sensing which resulted in high ventricular rate (hvr) episodes and pacing inhibition. No interventions or changes were reported. No patient consequences were reported.